Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that the plum 360 pump settings on a fentanyl drip need to be verified. Per rn, the 100ml bag of fentanyl drip 10 mcg/ml was started (B)(6) at 23:12 and stopped at (B)(6) 01:28, yet the bag was empty when they went to waste it a little later. The pump was stored in the 3rd floor pharmacy office. There was patient involvement; however, no harm to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
Visual and functional testing: the device was not returned to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing were not performed. Review of 12-month service history and event history/alarm logs: a review of the device's 12-month service history was performed and no similar event was indicated. R&d engineering was provided the mednet event/alarm log report for plum 15.10 serial # (B)(6) covering this infusion. Neither pump nor pump logs were provided or obtained for analysis. Engineering reviewed the mednet event/alarm log report finding: in the absence of pump logs, and customer information on the drug concentration, the program details for line a could not be determined. Thus, the actual delivery accuracy of this infusion could, likewise, not be determined. Further, while the event/alarm log report shows the infusion was stopped, not that it alarmed for proximal nor distal air, it remains possible that the customer¿s statement that the bag was observed empty is consistent with the bag being having a residue sufficient of fluid sufficient to prevent proximal air alarm at the time the infusion was stopped. The customer¿s complaint report could be neither denied nor confirmed.